Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture confirmed with MRI. Healthcare professional later reported "implant rupture (intracapsular)". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture and capsular contracture was received on july 22, 2025 with lot number 2429694. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and stress marks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5 b6 d9 h3 h6.

Event description:
Healthcare professional later reported "capsular contracture baker grade ii". This record is for the left side. Device was explanted and replaced.